Manufacturer narrative:
Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 that the ria head became unattached from the drive shaft. The issue was noted once the driver shaft was removed from the femoral canal. The 15mm reamer head was over the guide wire and was at the distal end of the guide wire. The guide wire was removed and along with the 15mm reamer head. It was noted that 2 small parts of the prongs on the 15mm reamer head had broken off. The surgeon made the decision to leave them in the femoral canal. This caused approximately a ten (10) minute delay to the surgery. The surgery was completed. Concomitant device reported: drive shaft (part number unknown, lot unknown, quantity 1), guide/ compression/ k-wires (part number unknown, lot unknown, quantity 1). This report involves one (1) 15.0mm reamer head-sterile for reamer/ irrigator/ aspirator. This is report 1 of 2 for (B)(4).